Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the both the battery compartment and battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: during investigation, a review of the pump black box data showed pump reboots had occurred. During a visual inspection of the pump, investigation revealed that the battery compartment was cracked. No damage was observed to the battery compartment threads. The returned battery cap had stripped threads and was unable to attach securely to the pump. The battery cap height and width measurements were within the required specification. Pump reboots were observed during testing. A test battery cap was used for testing and the pump successfully completed the 24 hour duration test with no power loss observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.